Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on (B)(6) 2018 resulted in defect found meter screen missing. Reported defect not reproduced with returned meter. Final root cause : missing lcd screen cover on meter's upper housing due to user/mechanical stress. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display blood glucose results. The expected fasting blood glucose test result range is 150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the front bedroom. During the call on (B)(6) 2018, a blood test was performed fasting by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 07/24/2019 and open vial date two months ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:hi date (B)(6) time:3:53p fasting, result 2:291mg/dl date: (B)(6) time:4:00a fasting, result 3:361mg/dl date: (B)(6) time:5:59p fasting, result 4:hi date: (B)(6) time:354a fasting, result 5:hi date: (B)(6) time:351a fasting. Customer is supposed to be taking insulin twice a day and has not for the last two days. Customer also had peritoneal dialysis last night, which increase blood sugar. Customer usually test fasting. Strips are stored properly and no use of alcohol pads.